Event description:
It was reported that at the conclusion of a CT guided biopsy procedure, the patient experienced cardiopulmonary arrest. The patient expired despite resuscitative attempts.

Manufacturer narrative:
The serial number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.